Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, and prime/compromised force sensor system test. Insulin pump was received stuck in motor error loop during bolus/basal delivery. Unable to test for motor position encoder error alarm due to motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. A broken reservoir tube lip and a minor scratched lcd window were noted.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error and motor position encoder error. She dropped the insulin pump and the reservoir chamber had a crack. Customer's blood glucose level was 270 mg/dl. She treated her blood glucose with a shot. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.